Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient"

Event description:
It was reported that the customer does not like the way the catheter is packaged. It was later reported on 19oct2019,the customer stated he preferred when the round tip was exposed for insertion, rather than the current packaging where the catheter has to be completely removed from the package to insert.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer does not like the way the catheter is packaged. Per follow up on (B)(6) 2019,the customer stated he preferred when the round tip was exposed for insertion, rather than the current packaging where the catheter has to be completely removed from the package to insert.